Manufacturer narrative:
This is a malfunction that has been reported to MFR by a hospital in a foreign country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The device is being returned to MFR. There is no information on this to date. No evaluation has been done pending the return of the device. Conclusions - information is insufficient at this time to make a conclusion.

Event description:
A hospital in a foreign country has reported that, the heater wire of this circuit is faulty.